Event description:
The patient received her scs system on (B)(6) 2010. It was reported the patient's charger and programmer would not communicate with her ipg. The patient reported it has been over eight months since she has had stimulation or has charged her ipg. The patient was to consult with her physician regarding ipg replacement.

Manufacturer narrative:
This ipg serial number was included in a field advisory. Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.